Event description:
No adverse event occurred, no subsequent pt complication and no sump product failure has been reported. The sump was placed into the heart chamber and during removal the product became entangled in the chordae tendineae of the heart valve. The surgery was prolonged as a result of the device removal difficulties, but no blood loss or other pt consequence was attributed to the event. The case was completed and the pt has been discharged from the facility.

Manufacturer narrative:
In response to info on the user report, medtronic would like to clarify. The dlp pericardial sump, model #12010, has always included a contraindication in the instructions for use that cautions the user against using this sump to drain a closed cardiac chamber. The following statements are included in the labeling: "contraindications: the pericardial sump is not intended to be placed through a vlave to drain a closed cardiac chamber." "Adverse effects: valve damage may occur if the pericardial sump is passed through valve leaflets." Also, in august 2000 an add'l warning label with the same contraindications and adverse effect verbiage was added to the sterile package. Medtronic shipping records indicate that this customer has received multiple shipments of this product since the new warning label was initialed in august 2000, with no similar reported adverse events.